Event description:
It was reported that pump experienced malfunction with displayed malfunction code and caller performed reset before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, and technical support arranged shipment of replacement pump with updated software.